Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The left ventricular (lv) lead and the implantable pulse generator (ipg) will be explanted and replaced. No further patient complications have been reported as a result of this event.